Manufacturer narrative:
According to the customer on 07/17/2024 they were walking with the rollator device when the user "fell and the walker went underneath me and the brake that sticks out from the wheel cut me" on the user's left torso along the ribcage. Per the customer the device did not malfunction leading to the fall. Per the customer their family member "had to help sit me up on the floor but then the rescue squad helped me up onto the gurney". Per the customer they went to the emergency room where a CT scan was performed (negative for fracture), and the customer received "8 stitches". Per the customer they are still experiencing pain and the bandages require changing "once or twice a day depending on the drainage". The sample is available for evaluation but will not be returned as the device is needed for use, and no malfunction was reported. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 07/17/2024 they were walking with the rollator device when the user "fell and the walker went underneath me and the brake that sticks out from the wheel cut me" on the user's left torso along the ribcage.